Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer technical advocate (cta) was contacted with regard to discrepant results for one patient specimen repeated several times using a cell-dyn sapphire analyzer. An initial hemoglobin result of 13.2 g/dl was obtained on the first run, which had a band flag and platelet count invalidating flag. The specimen was repeated 3 more times yielding; hgb = 7.61 g/dl on the same analyzer and 7.44 and 7.51 g/dl using another cell-dyn sapphire analyzer from the same specimen tube. The lower results were considered to be correct. No impact to patient management was reported.